Manufacturer narrative:
The surgeon elected to remove tissue around the instrument to free the instrument from the tissue. The customer reseated the drape and continued with procedure. No site visit was conducted. The system was working properly and no additional action was required. A log review confirmed the procedure date of (B)(6) 2022 on system sk2719. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the tenaculum forceps instrument was stuck on tissue on arm 3. The instrument was unable to be released and the surgeon excised tissue around the instrument to remove it from tissue. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the instrument was stuck on tissue. The customer reported that the tenaculum was stuck on tissue on arm 3. The technical support engineer (tse) confirmed error 282 on arm 3 in the logs. The tse advised the customer to e-stop and use the instrument release kit (irk) however there was no change. The surgeon elected to remove tissue around the instrument to free the instrument from the tissue. The customer reseated the drape and continued with procedure. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated primary product.